Event description:
It was reported that the right atrial (ra) lead had dislodged following initial implant. It was noted there was no capture at high output and undersensing. When the lead was placed in unipolar mode to pace patient, the patient experienced chest wall stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407452, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).